Manufacturer narrative:
This report is being resubmitted to ensure the enclosed attachment can be easily opened by the FDA. Attachment: [cn-024346.pdf].

Manufacturer narrative:
The devices were not returned for analysis and a review of the lot history record could not be performed as the part and lot information regarding the complaint device was not provided. The reported patient effects of heart failure, surgical procedure, unchanged mitral regurgitation, hemorrhage, prolonged hospitalization, additional non-surgical treatment (intra-aortic-balloon pump), recurrent mitral regurgitation, treatment with medications and additional non-surgical treatment, as listed in the mitraclip system instructions for use, are known possible complication associated with mitraclip procedures. A conclusive cause for the reported heart failure unchanged mitral regurgitation, hemorrhage, and recurrent mitral regurgitation cannot be determined. Based on the information reviewed, there is no indication of a product issue with respect to manufacture, design or labeling. The UDI number is unknown as part and lot numbers were not reported. The additional adverse patient effect of death and the device issue of single leaflet device attachment/slda are being filed under a separate medwatch reports. Literature article titled, "left ventricular reverse remodelling predicts long-term outcomes in patients with functional mitral regurgitation undergoing mitraclip therapy: results from a multicentre registry.¿

Event description:
This is filed to report recurrent mitral regurgitation (mr), unchanged mr, hemorrhage, heart failure, medical intervention, surgical intervention, and prolonged hospitalization. It was reported through a research article identifying mitraclip devices that may be related to the following: single leaflet device attachment/slda, recurrent mitral regurgitation (mr), unchanged mr, hemorrhage, heart failure, medical intervention, surgical intervention, prolonged hospitalization, and death. Specific patient information is documented as unknown. Details are listed in the attached article, titled "left ventricular reverse remodelling predicts long-term outcomes in patients with functional mitral regurgitation undergoing mitraclip therapy: results from a multicentre registry." No additional information was provided.